Manufacturer narrative:
The device has not been received for eval. Should add'l info be received, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels.